Manufacturer narrative:
Device material number nor lot number was identified therefore complaint rate, review of device history records and risk file was not possible. Based on information provided the results conclude that the most likely root cause is patient related. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
It was reported that a plate broke due to a patient condition, it was removed.